Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary:no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was dislocating their delta reverse shoulder. The surgeon removed a 42mm +3 poly and 42mm standard glenosphere. Old and new part and lot numbers were unavailable. He then replaced with as 42mm +9 poly and a 42mm eccentric glenosphere.